Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an inaccurate delivery issue with the pump. A review of the pump's history with a customer technical support representative showed that the bolus delivery history was off by more than 5%. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2015 with the following findings: the pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. The bolus history corresponded with total daily dose history and showed that the daily insulin delivery totals correctly reflected the user's programmed rates at time of complaint.